Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a patient use event, the user is questioning the "no shock advised" notification given by the device. Patient outcome is unknown.